Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an 11cm ruptured abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was severely tortuous with severe calcification, the right iliac artery had severe calcification and the left iliac artery was severely dilated and both iliac arteries were short in length, 3cm. The physician inserted a reliant balloon, successfully occluding the blood flow so, the devices could be implanted. The physician implanted a talent converter, however, the stent graft was placed about 8mm lower than intended resulting in a proximal type I endoleak. The physician implanted the occluder device; however, the occluder did not completely occlude the vessel, there was a type I endoleak, which was not treated, (MFR # 2953200-2010-01922). The physician placed a talent aortic cuff (MFR# 2953200-2010-01923) proximally to the converter stent graft resolving the endoleak; however, the renal arteries were occluded, which was not treated. The physician implanted a talent iliac limb distally; however, there was no blood flow, (MFR# 2953200-2010-01924). The physician performed a femoral to femoral bypass. It was reported that the pt expired while the physician was closing the pt after the procedure. The physician stated that the pt expired due to the large amount of blood loss from the pre-existing ruptured aneurysm. No additional info was provided.

Manufacturer narrative:
(B)(4), eval results: (death, arterial trauma/dissection/perforation). (At 11 cm ruptured abdominal aortic aneurysm). (Converter used as the main device, treatment of a ruptured abdominal aortic aneurysm). Conclusions: (at 11 cm ruptured abdominal aortic aneurysm). (Converter used as the main device, treatment of a ruptured abdominal aortic aneurysm).